Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2018 the device was successfully explanted and replaced. The patient was asymptomatic before and post event.